Event description:
Physician noticed that the structure of the stent was unevenly deployed at the beginning process of deployment.

Manufacturer narrative:
PMA/510(k) #: p050017/s006. Cook ireland ltd (manufacturer) is submitting this report on behalf of (B)(4) (importer). Exemption number: e2016031. Information pertaining to section g.1 as follows: importer site contact and address: (B)(4), importer site establishment registration number: (B)(4). Device evaluation: the zfv6-80-8-6.0 device of lot number c1510183 involved in this complaint was returned for evaluation, without the original packaging. With the information provided, a physical examination and document based investigation was conducted. Lab evaluation: the device related to this occurrence underwent a laboratory evaluation on the 31jan2019. Handle/flexor separation was observed in the laboratory. A section of the stent was partially deployed and the stent was deformed. This may have happened when the device was removed from the patient. The customer stated that handle/flexor separation did not occur during the procedure. This handle/flexor separation may have occurred after the procedure during handling/inspection of the device, as there was no issue with being able to deploy the stent. Document review: a review of the relevant manufacturing records revealed no discrepancies that could have contributed to this complaint. Upon review of complaints, this failure mode has not occurred previously with this lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1510183. There is no evidence to suggest that the customer did not follow the instructions for use. Root cause review: a definitive root cause could not be determined as the circumstances of use cannot be replicated in the laboratory. A possible root cause could be attributed to patient anatomy which was highly calcified. This may have caused or contributed to uneven deployment. Another possible cause, while unlikely due to the checks that are carried out at quality control, is that the stent may have gotten deformed during the loading process. This will be taken as worst case for risk purposes. Summary: complaint is confirmed based on customer testimony, as the clinical setting that could impact on the functionality of the device cannot be replicated in the laboratory. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends .

Manufacturer narrative:
PMA/510(k) #= p050017/s006. Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g.1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Physician noticed that the structure of the stent was unevenly deployed at the beginning process of deployment.

Manufacturer narrative:
PMA/510(k) #= p050017/s006. Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031 information pertaining (B)(4). Importer site establishment registration number: (B)(4). Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Physician noticed that the structure of the stent was unevenly deployed at the beginning process of deployment.

Manufacturer narrative:
PMA/510(k) #= p050017/s006. Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g. 1 as follows: importer site contact and address: (B)(6). Cook medical incorporated (cmi), 1025 acuff road, p.o box 4195, bloomington, indiana 47402-4195. Importer site establishment registration number: (B)(4). Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Physician noticed that the structure of the stent was unevenly deployed at the beginning process of deployment.